Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted; that the device was received with the obturator inserted into the trocar, prolonged insertion can over stretch the envelope seal. The obturator, trocar, cannula insufflation port and envelope seal appeared intact. Pmv performed functional testing: the device failed an air leak test. The obturator was inserted into the trocar; the device was actuated and fired through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while being applied at the laparoscopic access using a trocar, the device knife was difficult to advance and the lens were disconnected. They changed to a new trocar to complete the case. The patient was alive with no injury.